Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the overlay to the screen is broken. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported the screen is cracked and the touch screen can not be used. Programmer turns on but that is it. The programmer was returned for repair. No patient complications were reported as a result of this event.